Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific crm received information that the lead safety switch feature switched this lead to unipolar configuration due to the impedances less than 100 ohms. In a revision procedure, the lead insulation was found to be damaged at the suture sleeve site. The physician also suspected possible micro-fracture of the conductor and was concerned with future stress on the conductor at this site. Therefore, the lead was explanted and replaced with a new lead. No adverse patient effects were reported.